Event description:
Overdelivery reported: pump was programmed to infuse 1000ml of tpn over 12 hrs with 1 hr taper up and 1 hr taper down. Infusion was initiated in the pt's home around 2130. Within approximatley 45 mins it was noted that approximately 1/3 (350ml) of the tpn solution had been delivered. Upon discovery, the pump was turned off. The display read "19.8ml infused 11 hrs 22 min remaining". At that time, the pt noticed her face and feet appeared swollen. The physician was notified and orders to discontinue that tpn cycle were given. The mild facial and lower extremity edema had resolved by the following morning without intervention. Tpn therapy resumed as instructed the following evening. Pt had similar physical complaints. It was noted that the pump was infusing correctly per program. The physician was notified and the tpn cycle was discontinued until solution components could be reviewed by rph. Nurse confirmed that neither the physician nor pharmacist attributes 2nd episode to the initial overdelivery event. No add'l info was available.